Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the insulin gauge was intermittently inaccurate. Customer added insulin to the cartridge during pumping, outside of the load sequence. Additionally, the pump supplies were in use for over 4-5 days. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no adverse impact to customer¿s blood glucose level.